Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. In the photo review, partial sections of the catheter shaft and balloon with blood residue is seen. A slight deformation is noted near middle portion of the balloon. No additional anomalies were observed. In two image reviews, the balloon image shows a small stricture in mid balloon not allowing for full inflation. The balloon proximal and distal is fully inflated. The second xray set shows the same image as the first with only the balloon inflation. Therefore, the investigation is confirmed for the reported inflation and identified twist as a small stricture in mid balloon not allowing for full inflation. A definitive root cause for the reported and identified twist upon inflation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure by using the lutonix 035 drug coated balloon catheter. It was reported that during the procedure, the balloon catheter allegedly unable to inflate. There was no reported patient injury.